Manufacturer narrative:
Pump received with no down arrow button response due to unlocked lcd keypad connector. Unable to perform the displacement test due to no button response. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the down button was unresponsive on the insulin pump and the light button was not functional. Customer's blood glucose was 68 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.